Event description:
Facility reported that "pt fistula needle was dislodged during the tx. When the tape was still on the wing and pt's arm. Estimated blood loss approx. 300cc. Unk if machine alarmed during the event." Dated 06/22/2009, based on the results of jmsna's quality assurance investigation, the dislodgment occurred after 1.5 hrs into the treatment. Clinic mgr stated that nothing seemed out of the ordinary with the needle. Moreover, the incident occurred only after 1.5 hrs into the pt's treatment.

Manufacturer narrative:
Based on the results of jmsna's quality assurance investigation, there was no evidence that the needle contributed to this event. The clinical mgr. Stated that the device appeared to function properly. There was no noted malfunction on the needle itself.